Event description:
Patient representative reported left side "capsular contracture, baker grade IV", "peri-implant seroma", "rippling in the upper. Quadrant". Additionally, "left-side tumor sonography bi-rads category 3 - probably benign", which is not device related. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6. Additional health effect- clinical code: f2203. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient representative reported left side capsular contracture, baker grade IV. Device has been explanted.